Event description:
The customer obtained lower than expected vitros valp quality control results on three different levels of biorad quality control fluids and a single level of vitros tdm pv fluid on a vitros 5600 instrument. Vitros tdm e3176 results of 92.6 and 94.1 ug/ml vs. The expected result of 103.2 ug/ml biorad l1 valp results of 18.3, 19.8, 20.4, 20.8, 20.0 and 19.0 ug/ml vs. The expected result of 35.0 ug/ml. Biorad l2 valp results of 51.3 and 53.9 ug/ml vs. The expected result of 82.1 ug/ml. Biorad l3 valp results of 87.2, 87.6, 84.5 and 87.2 ug/ml vs. The expected result of 119.5 ug/ml biased results of the direction and magnitude observed could lead to inappropriate physician action. No patient samples were processed during the timeframe of the event, however, the investigation could not rule out that patient samples would not be affected if the event were to recur undetected. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros valp quality control results were obtained on three different levels of biorad quality control fluids and a single level of vitros tdm pv fluid on a vitros 5600 instrument. The most likely assignable cause is an instrument related issue, as results from a vitros gent within-run precision test, which is used to assess vitros instrument performance, were outside of acceptable guidelines, indicating the vitros 5600 integrated system was not performing as intended. Ocd field service returned the vitros 5600 system to acceptable performance. The investigation also found that there was no indication the vitros valp reagent had malfunctioned.